Event description:
It was reported that a system error (se) 2367 (air in set) alarm occurred during use on the home choice (hc). The alarm occurred during dwell three of five. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. During the alarm log review it was identified that system error 2240 occurred prior to system error 2367. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.